Event description:
The customer reported that, after updating the firmware, the device reported an error message for the flow sensor. There was no patient involvement. The manufacturer is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
The manufacturer previously reported that after updating the firmware, the device reported an error message for the flow sensor. There was no patient involvement. The device was returned to a third-party service center for evaluation. There was no alarm code indicating a sensor mismatch error was observed in the device's downloaded event log. Additionally, during the evaluation alarms indicating a therapy buzzer failure and a power buzzer failure were observed. There is no log available for review. The device's buzzer needs to be replaced to address the issue. The device's air inlet foam filter needs replaced preventatively. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed.